Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, the physician was unable to insert a lead into the header of the ipg due to a set screw issue. As a result, the procedure was completed using a replacement ipg. During analysis of the device, it was confirmed that excess silicone was found in the header.

Manufacturer narrative:
The reported event for set screw would not tighten or loosen was confirmed. Microscopic inspection of the set screw for port 1 thru 8 identified an obstruction. The obstruction is excess silicon that is preventing the torque wrench to be fully inserted. An attempt to fully insert a torque wrench into the port 1-8 set screw assembly was unsuccessful due to the obstruction. No issue found with DHR review. There was no rework or ncmr associated with this event.